Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400. 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The patient reports while wearing a pod for less than an hour during activation when applying the pod to the infusion site the cannula did not deploy but once the pod was removed the cannula then deployed late. The patient applied a new pod.

Manufacturer narrative:
The returned device was received with the cannula deployed and with an expected number of pulses in each priming sequence. No abnormalities were found on the needle mechanism or linkage assembly itself that would result in the needle deploying late. However, scoring marks were observed on the inside of the pod's top housing, indicating a misalignment between the linkage assembly and top housing, although we cannot determine exactly when the device deployed and the reported event could not be conclusively determined.